Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope was recently returned 23feb2024 from repair and has a completely blurry image. The subject cannot be recognized and the image does not return. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications. According to device inspection result, short circuit of charge-coupled device (ccd-cable) occurred. The probable cause is that image was distorted by the short, which made it impossible for the device to accurately recognize subject. As a result, the suggested event occurred. Olympus will continue to monitor field performance for this device.